Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 mg/dl. The customer delivered a correction bolus and consumed water to address bg level. Reportedly, the customer was unsure of the suspected cause of the bg level; however, feels it was due to using lantus insulin. The customer confirmed health care provider would be consulted to adjust the pump settings, and confirmed that the pump was working as intended.